Manufacturer narrative:
Concomitant medical devices medical devices: pt medications: hydrochlorothiazide, lotrisone, levothyroxine, prilosec, anacin, lisinopril, flomax, norvasc, and lipitor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient was being implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after five attempts of reconstraining and repositioning the gore® excluder® aaa endoprosthesis (rlt281418/21067318), the physician noticed under fluoroscopy that the lock pin wire had protruded out of the olive tip and appeared to be penetrating the aorta. The physician was ok with the position of the device and decided to fully deploy the device. Fluoroscopy was done after deployment at several angles, there was no evidence of a ruptured aorta or complete/full penetration through the aorta and no contrast outside the aorta. The device was deployed in accurate place and there was no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6-code 213: the device was returned to gore for evaluation. Per gore engineering a visual inspection of the leading end of the device did not reveal any damages to the olive. Based on the findings from the evaluation, because the device has been deployed, the physician¿s observation that, under fluoroscopy, the lock pin wire had protruded out of the olive tip could not be confirmed. The physician¿s observation that the lock pin wire appeared to be penetrating the aorta could not be confirmed. The likely cause for the reported lock pin becoming dislodged from the leading olive could not be determined with the available information. Addition h6: code 67. Addition according to the gore® excluder® aaa endoprosthesis instructions for use, warning: do not constrain/reopen the trunk device more than two times during a procedure. Device and/or catheter damage may occur. The IFU also states that the proximal aortic neck angulation should be less or equal to 60º.

Event description:
Reportedly the case was in an angled aortic neck.